Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. Unable to perform displacement test, basic occlusion test, occlusion test and excessive no delivery due to act not responding. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 379 mg/dl. Troubleshooting was performed. The device was returned for analysis.